Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the air/water nozzle loosened, objective gluing missing, remote control buttons cut, ccd driver pcb malfunction, eog valve loosened. Based on the result, we concluded that it was caused due to the ccd driver pcb malfunction; however, other failures are not related to the alleged complaint.